Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp., but was returned to olympus (B)(4). The subject device was sent to an independent laboratory, and the culture test was conducted. No micro-organisms were detected from all (the instrument, the aspiration and the air/water) channels. The culture test result cleared the (B)(6) regulation. The manufacturing record of the subject device was reviewed with no irregularity relating to the phenomenon. The exact cause of the event could not be conclusively determined at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the subject device was tested positive for 80 (ufc/100ml) , more than 200 (ufc/scope), when the user facility conducted a routine microbiological test. The name of micro-organisms is unknown, and it is unknown in which part of the scope the micro-organisms were found. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".